Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist advised them to stop aligner treatment as they have severely damaged their teeth resulting in cavities and having several filings. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.